Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during a device change out. No electrical anomalies were detected. The lead remains implanted, and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.